Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the keyboard had ceased to function at certain points. A field service engineer, replaced keyboard to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system keyboard was disconnected. Customer stated that the issue delayed medication dispensing to patients. There were no adverse events or injuries reported based on this incident.